Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 50 mm in diameter and 130 mm in length abdominal aortic aneurysm. The proximal neck was 27 mm in diameter and 5 mm in length. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 17 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 8 mm in diameter. The right internal iliac artery measured 17 mm in diameter and the left internal iliac artery measured 16 mm in diameter. It was reported that at the index procedure there was a proximal type I endoleak. An aortic cuff was implanted; however the endoleak did not resolve. Since the patient originally didn¿t have a proximal neck, a chimney technique was performed with insertion of a bare stent in the right renal artery. Therefore, a proximal type ia endoleak was an expected result. The physician decided to monitor the patient. The cause of the endoleak is the severe stenosis from the origin site of the right renal artery and the short proximal neck. There is severe stenosis at the origin site of right renal artery prior to implant. If the proximal type ia endoleak does not resolve a secondary intervention will be done. No additional clinical sequelae were reported and the patient is fine.

Event description:
It was reported that the patient's type I endoleak has successfully resolved.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short proximal neck with severe stenosis at the origin the right renal artery); unapproved use of device (neck length <(><<)>10mm) conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; short proximal neck with severe stenosis at the origin the right renal artery); off ¿ label, unapproved or contraindicated use (neck length <(> <<)>10mm).